Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a german patient developed a skin irritation. The patient reported an electrode was rubbing against a surgical wound and reported the skin was inflamed and was oozing. The patient advised he had sensitive skin. There was no alleged device malfunction contributing to the irritation. The patient was prescribed pontosan wound gel by a medical professional and the patient placed a small cotton cloth between the skin and the electrode. Follow up indicated the irritation improved. Supplemental report 9/30/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient developed a skin irritation. The patient reported an electrode was rubbing against a surgical wound and reported the skin was inflamed and was oozing. The patient advised he had sensitive skin. There was no alleged device malfunction contributing to the irritation. The patient was prescribed pontosan wound gel by a medical professional and the patient placed a small cotton cloth between the skin and the electrode. Follow up indicated the irritation improved.